Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia during the reported event period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemic event occurred after a usual for me dinner meal was announced ~5 hours earlier, which was followed by a brief period of hyperglycemia that triggered additional correction insulin. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user underestimating the carbohydrate content of their meal and choosing a meal size that was too small, which ultimately triggered additional insulin dosing later in their postprandial glucose excursion and increased their risk of late postprandial hypoglycemia.

Event description:
On 8/3/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 8/2/24. The user reported after announcing their dinner, the ilet dosed 15 units of insulin, which led to a significant drop in blood glucose to 45 mg/dl, causing the user to pass out and requiring emt assistance. The user was treated with yogurt, raisins, and honey. The user was confused as to why the pump administered 15 units when they selected the "usual" option. The customer care agent reviewed the user's ilet data and did not find the 15-unit dosage but noticed the low bg levels.